Manufacturer narrative:
(B)(4). Physio-control is awaiting the arrival of the device and continues to investigation the reported failure. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that the device was displaying all three icons (service, attention and charge-pak) prior to replacing the charge-pak assembly. This failure is indicative of a device that will not remain powered on long enough for appropriate defibrillation delivery. There was no report of any patient involvement with the reported failure.